Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that at times, pyxis did not allow them to log in. When they were able to log in, they could not consistently access the patient list, as it would enter an error mode. This incident occurred recently with another employee. The customer managed to log in, but pyxis operated slowly, and when they attempted to dispense, issues arose. The field service engineer instructed on how to reboot the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station does not allow the user to login and unable to access the patient list. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.